Event description:
It was reported that patient's right atrial (ra) lead exhibited noise oversensing. No programming changes made and patient continued to be monitored. The patient was stable throughout.